Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, following magnetic resonance imaging (MRI) testing, the device was found to be in backup vvi mode and power on reset (por) had occurred. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.